Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that during the activation process the needle mechanism failed to deploy the cannula and she did not have any more replacement pod so she decided to leave the pod on. About 30 minutes later, the needle finally fired the cannula into the infusion site.